Event description:
It was reported that the screws and plate were implanted to repair a left femoral fracture on an unknown date. The devices were damaged at an unknown time. An x-ray revealed two screws were broken and the plate was bent. The plate and screws were replaced with a rod electro grade to stabilize the fracture. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.